Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, suction cylinder was scraped with a cleaning brush, bending manipulation and insertion tube defects (angle wires stretched), control knob loose or light, adhesive on bending section peeling, discoloration of insertion tube, insertion tube cut/pinched, crease on the insertion tube, universal cord / video cable has wrinkles /cut /scratch/discoloration, stain on universal cord/distal end/ connector, switch or switch box cut /crack/scratch, control section (including instrument channel port / angulation control knob/ angulation lock) scratch/crack/chip/discoloration, and foreign material exiting the air/water nozzle of the scope. The faulty parts were replaced, and the device was returned to the user facility. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could be conclusively established. A possible cause includes the piece of rubber was broken and the rubber clogged the air/water valve or water container mouthpiece, or chipped rubber parts from injection tube. The broken piece may have been passed through a/w channel and then clogged in the nozzle. Olympus will continue to monitor the field performance of this device.

Event description:
The user facility reportedly experienced an air/water flow issue with the gastrointestinal videoscope. There was no patient or user injury reported. The device was returned to olympus for evaluation. The evaluation found a foreign material in the air/water nozzle. The material was a piece of silicone rubber. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.